Manufacturer narrative:
Evaluation summary: product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation; the lenses remain implanted. The root cause has not been identified. Xinmei, x medical innovation of china vol. 10, aug. 2013/ vol. 10/ no. 22. Additional information has been requested. The translated literature article was received on (B)(4) 2014. (B)(4).

Event description:
An author of a literature article reported on the observation of clinic effects and scientific effective nursing of a multi-focus artificial lens during and post operation for eleven patients with fifteen problematic eyes. The author reported in the article that following intraocular lens (iol) implant procedures; there were varying degrees of corneal edema and anterior chamber reaction. Additional information translated from the article reporting that an unknown number of patients with corneal edema and anterior chamber reaction disappeared after the patients were treated with eye drops. The treatment duration varied from one month to one and a half months. The literature article summarized with effective treatment and scientific and reasonable methods of nursing care can reduce complications postoperatively for phacoemulsification combined with multi-focus intraocular lens implantation.